Event description:
A healthcare professional reported that the patient had excessive inflammatory response with relative corneal opacification in the unknown eye of a patient, after lasik surgery. Patient was treated with steroid cortisone.

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The logfile shows twenty-six successfully performed treatments on that day. The reported treatment could not be identified in the logfile. The energy was stable during the whole day. The logfile shows that all treatments on the event date were performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Pre-operative values and post operative values including topographies and treatment reports were requested but not made available by surgeon, therefore a deeper investigation cannot be performed. No technical root cause was identified as the product was found to be within specifications. Without additional information root cause cannot be identified. (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.